Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. In reviewing the event log the time of the vent inop it was revealed that the writing of the event log had not been processed properly. An error e-96 had been recorded. Due to the vent inop alarm the main board will need replaced. The device will be returned unrepaired due to the lease only having 3 more months on it. The unit will be scrapped after it is returned. Software version is 3.6.1.